Manufacturer narrative:
The product was received for analysis, however the engineering evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that a 6mm powerflex pro pta catheter could not be retracted through a 5f vista brite tip sheath introducer. The device was stored and prepped according to the IFU. The catheter was able to be removed together with the sheath. There was no report of patient injury. There are no further details available.

Manufacturer narrative:
Concomitant medical products: 5f 55cm brite tip sheath, unknown brite tip sheath (B)(6). The device was received for analysis however the engineering evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt.